Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -6.00/4.5/098 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a longer length lens due to low vault with rotation. This resolved the problem.

Manufacturer narrative:
Corrected data: b5: it was later reported that lens did not rotate and only had low vaulting. H6: medical device problem code: 2923 should be removed as it's not applicable. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial with debris and residue on the lens. Visual inspection found no visible damage to the lens and foreign debris and residue on the lens. Claim# (B)(4).